Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
The customer called into technical support (ts) reporting that the device goes into vent inop at turn on, but will power on into alarm diagnostic mode. It is also displaying alarm led failed error code. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse). The code system startup (diagnostic) occurs when the ventilator is powered on in diagnostic mode: no action required. The rse advised the customer that there were no vent inop codes listed in the error log and to re-review the event log. The customer advised they found alarm led failed error code. The rse advised the customer to replace the power switch overlay and provided part ID to resolve reported problem.